Event description:
It was reported that the patient presented to hospital experiencing blackout fell. It was noted that the pacemaker had moved and the right ventricular (rv) lead was fell out. The rv lead dislodgement was confirmed with fluoroscopy. The pacemaker was repositioned and remained implanted; however, the rv lead was explanted and replaced. The patient was in stable condition.